Event description:
Event desc: serial number: (B)(4). In a routine small pda closure, a fellow was using the nit-occlud. Fellow was repositioning the device and the delivery wire separated from the device. It was prematurely released. The back end release was still locked, it was not touched. It detached inside the catheter so there was no obvious gap issue. The device embolized and was tangled in the tv. It took several hours for the physician to remove the device. Used an amplatzer to complete the procedure.